Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation procedure for the treatment of esophageal varices on (B)(6), 2009. According to the complainant, during the procedure, the first two bands deployed as designed. When attempting to deploy the third band, the handle was unable to be rotated. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device has been disposed off and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).